Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e0122 movement disorder/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 in the evening, the patient reported experiencing inaccurate cgm readings. Prior to the event, the patient had finished showering and was walking back to her room in a nursing home when she stumbled, fell backward, and lost consciousness. At the time of the event, the cgm displayed approximately 100 mg/dl, while a fingerstick blood glucose (fsbg) measurement was reported to be in the 30 mg/dl range. Nursing home staff assisted the patient and contacted emergency medical services (ems). Upon ems arrival, the patient remained unconscious. The cgm continued to display approximately 100 mg/dl, while an fsbg measurement showed approximately 35 mg/dl. The patient was treated with intravenous (IV) dextrose. The patient could not recall the duration of unconsciousness and regained awareness after ems had arrived. The patient was transported to the emergency department for further evaluation. During the ed visit, the patient's fsbg improved to approximately 247 mg/dl. No additional treatment was reported. Once glucose levels stabilized, the patient was discharged on the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.